Event description:
The customer reported obtaining r flags and hemoglobin (hgb) blank shift errors on patient samples run on the unicel® dxh 800 coulter® cellular analysis system. There was no reported leak associated with this event. Flags and error codes were not generated when the samples were rerun on another unicel® dxh 800 coulter® cellular analysis system. Instrument printouts were not available for review. There was no report of any adverse event in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse observed that the hgb cuvette was cloudy. The fse replaced the cuvette and associated tubing, then verified that lamp-cuvette-preamp alignment and 6c controls recovered at assay values.